Manufacturer narrative:
The ring was returned with a fractured glue joint and showing signs of being squeezed or pinched during use. The physician indicated that he was using a method of removal that is contrary to the instructions for use. The doctor imployed the use of the osher malyugin manipulator rather than the injector to remove the ring from the eye.

Event description:
The surgeon reported that when he attempted to remove the malyugin ring from the patient's eye with the osher/malyugin manipulator the ring broke at the glue joint. There was no impact to the patient and the ring was removed from the eye.